Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during an attempted implant the physician experienced placement difficulty with the right ventricular (rv) lead. It was noted the patient had difficult anatomy and the physician was unable to pass the lead. A competitor lead was implanted. No patient complications have been reported as a result of this event.